Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. The patient was referred to the physician. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. The patient was referred to the physician. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the pace/sense portion of this right ventricular (rv) lead was electrically abandoned and replaced with a brady rv lead. In addition, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). The ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.